Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 07360, 0001822565 - 2017 - 07361, 0001822565 - 2017 - 07362. Concomitant medical products: unknown nexgen tibial tray, unknown nexgen bearing. Report source: literature cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The journal article reported one case of dvt (deep vein thrombosis) occurred post-operatively. No further information has been made available.